Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient was having inconsistent therapy and withdrawal symptoms. The patient was also taking oral pain mediation. A dye study was performed on (B)(6) 2016. The physician aspirated 1.5cc of yellow/clear fluid via the catheter access port (cap). Cultures were not sent for testing. The physician proceeded to inject dye and attempted to follow the catheter and dye but realized the dye was all concentrated in the pocket. The physician confirmed he was still the cap. Several x-ray angles were taken and placement was confirmed multiple times. It was noted that the patient and physician were going to discuss options. The physician thought the catheter connector was leaking. The patient was going to be scheduled for a revision in early (B)(6).

Event description:
It was reported that the patient's catheter revision was scheduled for (B)(6) 2016, but it was being rescheduled. The date was not known as of (B)(6) 2016.

Event description:
Additional information was received by a consumer (con) who reported that the patient had a catheter replacement ((B)(6) 2016) because the catheter broke in 3 places. The patient stated that there was 3 big leaks from the catheter; one was a big pocket around the pump, one on the side of their body, and the other in the spine. The patient stated that they noticed the catheter was broken in 2016, maybe march or may timeframe. The patient stated that it was an emergency surgery. Troubleshooting was not required. The troubleshooting steps that were taken resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.